Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with a power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observations.

Event description:
Boston scientific received information that this device was unable to be interrogated with two different programmers and several trouble shooting techniques were attempted unsuccessfully. The field representative evaluated the device and could not get a magnet rate and reported the patient was in atrial fibrillation (af) with good intrinsic conduction. Battery depletion was suspected and a device replacement procedure will be performed in the near future. No adverse patient effects were reported. This device was explanted twenty days later and it was noted the device was only implanted for forty five months. There was no magnet rate noted and the device still could not be interrogated. A new device was successfully implanted and no additional adverse patient effects were reported.